Event description:
It was reported that the second metatarsal snapped one month post op. Second surgery, plate was used for second metatarsal; both tightropes were removed. Bunionectomy was redone with standard chevron procedure; put in two constructs. Per surgeon's assistant, patient was post-op compliant. Pt had pain and swelling and x-ray had confirmed the break.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Returned device includes 4 oblong buttons. On all four buttons there are several nicks (scratches). Some of them have nicks at the edges of the tear drop holes. The most likely cause(s) of the failure may be due to technique (not creating centrally located holes on the second metatarsal and creating multiple holes causing weakening of the bone) or patient post-op non-compliance. Early weight bearing in combination with patient above average weight may have contributed to the failure also. Device history record was not conducted as the lot number was not known. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.